Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse disassembled and examined the touch screen and the touch screen connections. They cleaned and calibrated the device, performed multiple touch functions over a period of time without the unit becoming erratic again. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. :this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00007. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touch function became erratic. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.